Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air appeared and was passing through the hemostatic valve. During the procedure, after pulling pentaray out of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and inserting a thermocool smart touch sf (stsf) catheter through it, bubbles appeared in the irrigation tube. After pulling stsf out and aspiration, bubbles were still appearing. It was looking like air is passing through hemostatic valve to irrigation tube. After vizigo was replaced, issue was resolved. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Per the event, flow and pressure tests were performed in accordance with bwi procedures; no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air appeared and was passing through the hemostatic valve. During the procedure, after pulling pentaray out of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and inserting a thermocool smart touch sf (stsf) catheter through it, bubbles appeared in the irrigation tube. After pulling stsf out and aspiration, bubbles were still appearing. It was looking like air is passing through hemostatic valve to irrigation tube. After vizigo was replaced, issue was resolved. There was no patient consequence. Additional information received indicated air was not being introduced into the patient. The physician performed maneuvers to eliminate bubbles. No medical intervention was required. The patient had not exhibited any neurological symptoms since the procedure was completed

Manufacturer narrative:
. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).